Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the patient had a veletri cassette with bubbles in it. The cassette was full of bubbles and pump did not work as a result. The cassette was discarded, and a new cassette was used with no problems. No adverse patient effects were reported by the customer.